Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately high on (B)(6) 2015 at 8:00am. He reported, date/time unknown, he obtained an alleged inaccurately high blood glucose result of 221mg/dl on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that he continued with his usual dose of medication (metformin 1000 x2 per day) after obtaining the alleged inaccurate result. He denied that he developed any symptoms. However, he alleged that on (B)(6) 2015 at 5:00pm, during a doctor¿s office visit, he was treated with a glucagon injection by a healthcare professional (hcp). During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient alleged he obtained inaccurate high results with the subject meter, that he administered medication based on the results and that he was reportedly treated by a hcp with a glucagon injection after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2:the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.